Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the battery reamer/drill device had insufficient/low power. It was noted that due to improper handling, the performance of the handpiece device was out of specification and the trigger was damaged where the trigger / button will not completely depress or fully return to the undepressed stage. It was further determined that the device failed pretest for check power at the motor with test bench, check trigger and electronic control unit (ecu) function, functional test, and trigger test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.